Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited high voltage problems leading to inappropriate shocks and early elective replacement indicator (eri). The device was reprogrammed and replacement planned for the future. As well, the patient's right ventricular (rv) lead exhibited high thresholds, fracture, high pacing impedance and inappropriate shocks. The lead was reprogrammed and replacement planned for the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.